Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-04516 and 3005099803-2011-04517 address these devices. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6), 2011 during a colonoscopy procedure. According to the complainant, the first clip (mr # 3005099803-2011-04516) locked onto the tissue, but was not able to be released from the delivery system. The clip was pulled from the site which led to additional bleeding. A second resolution clip (mr # 3005099803-2011-04517) was then used and it initially failed to release. However, after maneuvering the scope, the clip separated and remained attached to the tissue. The procedure was completed using the second resolution hemostasis clipping device. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. The reported event of clip failed to release was not able to be confirmed as the condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-04516 and 3005099803-2011-04517 address these devices. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6), 2011 during a colonoscopy procedure. According to the complainant, locked onto the tissue, but was not able to be released from the delivery system. The clip was pulled from the site which led to additional bleeding. A second resolution clip (mr # 3005099803-2011-04517) was then used and it initially failed to release. However, after maneuvering the scope, the clip separated and remained attached to the tissue. The procedure was completed using the second resolution hemostasis clipping device. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.